Event description:
It was reported that the core impaction drill overheated during set up. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion was discovered within internal components of the device.